Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during device change out, this pacemaker was programmed to soo however a pause in pacing was observed with electrocautery use. Pacing resumed after approximately two seconds when electrocautery was stopped. The was removed from the device header and connected to a pacing system analyzer (psa) programmed to voo 80. No further pauses in pacing were observed and the procedure was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was returned and analysis was completed.